Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. This lead has shown loss of capture in the past, and as a result, the programming was optimized to alleviate. The patient also has increased thresholds which may be a result of medications used. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.